Event description:
Placed 2 months ago. A nurse discovered the catheter was no longer attached to the hub when dressing was to be changed. Pt taken to hosp where PICC was found to be in pt's vein. Removed without complications.